Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
¿The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.¿ it was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the expiratory channel printed circuit board (pcb). The replaced part was returned for further investigation. Simulated use testing of the returned pcb passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, the pcb passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).